Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the sensor and the valve of the acid container, and no error occured. As per the operators guide for advia centaur xp instrument, while handling acid and base reagents, the operator must wear suitable eye, face, and skin protection, which include wearing gloves, protective eye shield, and laboratory coat. The cause of the operator being splashed with acid in her eye was due to user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer contacted a siemens customer care center (ccc) specialist and stated that the operator of an advia centaur xp instrument was splashed in the eye with acid while opening cover of the acid reservoir due to the error message: no acid on the system. The operator rinsed her eye with water. The operator experienced eye irritation due to the splash. There are no known reports of patient intervention or adverse health consequences due to the operator being splashed in the eye with acid.